Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock became disconnected. Customer¿s blood glucose level increased, however, a specific bg value was not provided. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.